Event description:
The manufacturers rep reported the pt missed a refill and experienced a "fill-blown withdrawal." The pt was admitted to the hosp and a refill was performed. A follow up report will be sent when additional information is received.